Event description:
Physician reported after intraocular lens (iol) implant procedure cracks presented in the intraocular lens. Surgeon stated that the crack is not in the visual axis so did not explant. It was stated that skilled nurses implanted using different cartridges and he believes something is wrong with the intraocular lens (iol) material. There are two medical device reports associated with this complaint. This report is 1 of 2. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of company handpiece which is not qualified for use with the associated iol model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).